Event description:
Left saline breast implant deflation, with bilateral exchange using another brand due to hutchison ide status. Unknown if initial use.

Event description:
Suspected deflation of saline implant.